Event description:
It was reported air embolism and patient death occurred. A left atrial appendage closure (laa) procedure was being performed under monitored anesthesia care (mac) and intracardiac echocardiogram (ice) imaging. A versacross connect (vcc) laac kit was selected for use. The physician performed a successful transseptal puncture (tsp) using the watchman fxd curve access system (was). When removing the vcc dilator, it was noted that there was no bleed-back. The end of the was was lifted up and heard a vacuum/sucking sound, so the physician quickly placed the dilator back down on the table, lifted end of the was up again and heard the same sucking sound again, quickly lowered the was down. This is when it was noted air bubbles on the ice imaging, and the patient's heart rated dropped. The procedure was aborted. Transcutaneous pacing was initiated, patient was intubated, fluids given and resuscitation efforts started once patient continued to decline. The patient was unable to be successfully resuscitated. The patient was pronounced dead approximately at 9:30 am. In the physician's opinion, it was uncertain if the patient possibly had a very low or negative left atrium pressure or possibly took a breath during mac sedation causing negative pressure resulting in no bleed-back from the was after the vcc dilator was removed. The physicians were certain the was/vcc system were flushed properly prior to insertion. The was was inspected after the event and appeared to be intact and working properly. Air entry believed to be at the port of the was resulting in air in the left side of the heart. The valve was closed at the end of the was and aspiration was from the side port. Air ingress specifically to the left side of the heart may have occurred when the vcc dilator was removed, ultimately causing cardiac arrest. The official cause of death was air embolism resulting in cardiac arrest.

Event description:
It was reported air embolism and patient death occurred. A left atrial appendage closure (laa) procedure was being performed under monitored anesthesia care (mac) and intracardiac echocardiogram (ice) imaging. A versacross connect (vcc) laac kit was selected for use. The physician performed a successful transseptal puncture (tsp) using the watchman fxd curve access system (was). When removing the vcc dilator, it was noted that there was no bleed-back. The end of the was was lifted up and heard a vacuum/sucking sound, so the physician quickly placed the dilator back down on the table, lifted end of the was up again and heard the same sucking sound again, quickly lowered the was down. This is when it was noted air bubbles on the ice imaging, and the patient's heart rated dropped. The procedure was aborted. Transcutaneous pacing was initiated, patient was intubated, fluids given and resuscitation efforts started once patient continued to decline. The patient was unable to be successfully resuscitated. The patient was pronounced dead approximately at 9:30 am. In the physician's opinion, it was uncertain if the patient possibly had a very low or negative left atrium pressure or possibly took a breath during mac sedation causing negative pressure resulting in no bleed-back from the was after the vcc dilator was removed. The physicians were certain the was/vcc system were flushed properly prior to insertion. The was was inspected after the event and appeared to be intact and working properly. Air entry believed to be at the port of the was resulting in air in the left side of the heart. The valve was closed at the end of the was and aspiration was from the side port. Air ingress specifically to the left side of the heart may have occurred when the vcc dilator was removed, ultimately causing cardiac arrest. The official cause of death was air embolism resulting in cardiac arrest.

Manufacturer narrative:
H6 evaluation method code changed from device not returned to testing of actual/suspected device, analysis of production records, and analysis of data provided by user/third party. H6: evaluation conclusion code changed from cmc-no problem detected to unintended use error caused or contributed to event. Device evaluated by MFR.: the returned watchman fxd curve access system was analyzed, and the reported event of air embolism and death was not confirmed. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated. Medical media was provided to bsc and is related to air embolism and does not appear to depict any unrelated device or user related allegations. No further review is required by either bsc medical safety or watchman medical media subject matter experts.